Event description:
This is filed for device entrapment requiring intervention. It was reported that an off-label mitraclip procedure was performed on (B)(6) 2022 to treat grade 4 functional tricuspid regurgitation (tr). A clip (20224r187) was advanced and became entangled in the chordal structure at the posterior/septal commissure. The clip was unable to be freed and had to be deployed. The clip was able to be deployed successfully on the leaflets. Another clip (20224r186) was placed to further reduce the tr. During the final step of deployment the clip delivery system (cds) was not releasing from the clip. Troubleshooting was performed, the stabilizer was retracted and advanced. There was a slight rotation anterior/posterior of the guide and the gripper lines were removed manually to detach the clip. When the cds was detached from the implanted clip, the septal leaflet was no longer inside the clip arm and a leaflet tear was noted. A third clip (20224r186) was implanted to stabilize the single leaflet device attachment (slda) clip and treat the leaflet tear. Three clips total were implanted, tr remained a grade 4. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of the device (clip caught on chordae). The delay to treatment/therapy and unexpected medical intervention were resulting of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip g4 system instructions for use indication for use section 1.0 states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation¿. As it was reported that the mitraclip device was used on the tricuspid valve, this complaint is considered an off-label use of the device. However, it could not be determined whether the off-label use contributed the reported entrapment of device; therefore, an in-service to address the off-label use will not be requested.